Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines (3.75mm x 25mm and 3.50mm x 30mm). Proximal tortuosity was noted. During the procedure, after successful deployment of both pipelines, it was reported that both distal tip coils separated as the capture coils were being retrieved into the microcatheter. It was noted that the distal tip coils separated when the capture coils were approximately 3mm from the catheter. The pushwires and microcatheter were removed from the patient. The broken distal tip coils were all removed from the patient with a snare. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00262

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline as it was implanted in the patient and without the catheter. The pushwire was found broken at approximately 188cm from the proximal end. Cross sectional analysis of the break surface indicated that the failure occurred due to torsional overload. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).